Manufacturer narrative:
The instrument has not been returned for evaluation, however the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that there was a broken cable in the wrist on the maryland bipolar forceps instrument and the instrument would not coagulate the proper way. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.